Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected fields: h4. The customer provided the cleaning, disinfection, and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were identified. However, the customer did report that it was unknown whether the customer wiped or brushed the distal end of the device or if there was any delay in the start of precleaning on the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reported in b5, the device evaluation found the following: adhesive on the bending section cover had a chip and white clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Suction connector was dirty due to water leakage. Control unit had discoloration and up/down knob had corrosion. There was a scratch on the universal cord and connecting tube. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer presoaked the endoscope with a detergent solution. The customer wiped/brushed the distal end with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed.the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation there was foreign matter on the tip cover and illumination lens of the colonovideoscope. There were no reports of patient harm.